Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on historical data, possible causes include some kind of stress due to damage of parts due to deterioration, electrical problem, environmental temperature problem, or maintenance problem. The most probable cause could be traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis cystovideoscope exhibited a sticky grip. There was no patient involvement.